Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain/chrobic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (removal surgery not specified). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, back pain and pelvic pain to be related to essure. The reporter commented: patient received treatment for chronic pelvic pain, abdominal pain and back pain. On (B)(6) 2019: pfs received. Date of implant updated. Date of explant added. This case become incident. Reporter information was added. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.